Manufacturer narrative:
Evity 8 dr-t sn (B)(6). Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. However, an increase of the atrial and ventricular threshold was noted, confirming the clinical observation. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The device is fully functional. The analysis did not show any deviations from the technical specifications. Solia s 45 sn 7000334886 the visual analysis revealed a bent is-1 connector pin, which most likely resulted from the explantation procedure due to applied mechanical forces. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. Solia s 45 sn (B)(6). The visual analysis revealed a bent fixation helix, which most likely resulted from the explantation procedure due to applied mechanical forces. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for the devices under complaint was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to dislodgement leading to high thresholds.